Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Retention testing was also performed by the manufacturer (sinocare inc.) Using test strips from the same lot. Sinocare retention strip lot tested within specification. Most likely underlying root cause: mlc-006: passed open expiration date note: 1. Manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer. 2. Sinocare (a foreign manufacturer, fei #(B)(4) and (B)(6). (A u.s. Company/importer, fei #(B)(4) have entered into a customer service agreement. (B)(6). Handles customer complaints for the trueness¿ blood glucose monitoring system and trueness¿ air blood glucose monitoring system (k231476 - class 2) and records customer information, establishing a unique complaint number.

Event description:
Consumer reported complaint for erratic blood glucose test results. Son is calling on behalf of the customer. The customer called concerned with test results from back-to-back test results of 93 and 203 mg/dl. The customer does not know their expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 164 mg/dl using trueness meter. Per customer, the product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/22/2026 and per the customer the open vial date is 09/2025. The meter memory was reviewed for previous test result history: result 1: 231 mg/dl, date: (B)(6) 2026 , time: 11:49am fasting (ate 2 hr. Prior), result 2: 277 mg/dl, date: (B)(6) 2026 , time: 11:47am fasting , result 3: 289 mg/dl , date: (B)(6) 2026 , time: 11:46am fasting , result 4: 231mg/dl, date: (B)(6) 2026 , time: 1:17pm non-fasting , result 5: 311 mg/dl , date: (B)(6) 2026, time: 1:16pm non-fasting , result 6: 93 mg/dl , date: (B)(6) 2026 , time: 1:45pm non fasting , result 7: 203 mg/dl , date:(B)(6) 2026 , time: 1:47pm non fasting.